Manufacturer narrative:
Field d4 (lot number), was updated to reflect k10240627 0441.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had loose black conductor wire. The procedure was completed with no reported injury.